Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device keeps giving an alarm 113(reduced water temperature control). Nurse provided s/n #(B)(6). Nurse stated patient was in normothermia. Confirmed targeted temperature (tt) was 98.6f, patient temperature (pt) was 99.5f, water flow rate (wfr) was 1.9 l/min, water temperature (wt) was 85.8f. Walked nurse through accessing the diagnostics outlet monitor temperature (t1) was 85.8f, outlet control temperature (t2) was 85.8f, inlet temperature (t3) was 86f, chiller temperature (t4) was 39.4f, circulation pump command (cpc) was 62 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, system hours were 6,039, and pump hours were 5,287. Informed nurse it appears to be a failed mixing pump. Informed nurse to send this device to biomed labeled not cooling and swap to a new device. Encouraged nurse to call back with any issues.

Event description:
It was reported that the nurse stated the arctic sun device keeps giving an alarm 113(reduced water temperature control). Nurse provided s/n #(B)(6). Nurse stated patient was in normothermia. Confirmed targeted temperature (tt) was 98.6f, patient temperature (pt) was 99.5f, water flow rate (wfr) was 1.9 l/min, water temperature (wt) was 85.8f. Walked nurse through accessing the diagnostics outlet monitor temperature (t1) was 85.8f, outlet control temperature (t2) was 85.8f, inlet temperature (t3) was 86f, chiller temperature (t4) was 39.4f, circulation pump command (cpc) was 62 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, system hours were 6,039, and pump hours were 5,287. Informed nurse it appears to be a failed mixing pump. Informed nurse to send this device to biomed labeled not cooling and swap to a new device. Encouraged nurse to call back with any issues. Per smx wo response from bd representative who spoke with biomed, they plan to send this one in for 2000-hour service under (B)(4). The device will not be evaluated onsite.

Manufacturer narrative:
Correction: b, d, e investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. No error codes observed during the evaluation. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that there were no error codes, and no issues observed. No repairs were completed as the reported issue could not be reproduced. No error codes were observed. Device underwent 2000-hour pm procedure. Circulation pump and mixing pump were serviced. Manifold o-rings, double bend tube, heater was replaced. Circulation pump flow meter was replaced. Device was calibrated. Electrical safety test was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The reported event is unconfirmed the risk review is not required. The reported event is unconfirmed, labeling/packaging review is not required. The reported event is unconfirmed, DHR review is not required. Correction: b, d. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device keeps giving an alarm 113(reduced water temperature control). Nurse provided s/n #(B)(6). Nurse stated patient was in normothermia. Confirmed targeted temperature (tt) was 98.6f, patient temperature (pt) was 99.5f, water flow rate (wfr) was 1.9 l/min, water temperature (wt) was 85.8f. Walked nurse through accessing the diagnostics outlet monitor temperature (t1) was 85.8f, outlet control temperature (t2) was 85.8f, inlet temperature (t3) was 86f, chiller temperature (t4) was 39.4f, circulation pump command (cpc) was 62 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, system hours were 6,039, and pump hours were 5,287. Informed nurse it appears to be a failed mixing pump. Informed nurse to send this device to biomed labeled not cooling and swap to a new device. Encouraged nurse to call back with any issues. Per smx wo response from bd representative who spoke with biomed, they plan to send this one in for 2000-hour service under (B)(4). The device will not be evaluated onsite per review of wo on 08apr2025, circulation pump flowmeter was replaced for low readings.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. No error codes observed during the evaluation. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that there were no error codes, and no issues observed. No repairs were completed as the reported issue could not be reproduced. No error codes were observed. Device underwent 2000-hour pm procedure. Circulation pump and mixing pump were serviced. Manifold o-rings, double bend tube, heater was replaced. Circulation pump flow meter was replaced. Device was calibrated. Electrical safety test was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The reported event is unconfirmed the risk review is not required. The reported event is unconfirmed, labeling/packaging review is not required. The reported event is unconfirmed, DHR review is not required. Correction: d, e, g. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device keeps giving an alarm 113 (reduced water temperature control). Nurse provided s/n # (B)(6). Nurse stated patient was in normothermia. Confirmed targeted temperature (tt) was 98.6f, patient temperature (pt) was 99.5f, water flow rate (wfr) was 1.9 l/min, water temperature (wt) was 85.8f. Walked nurse through accessing the diagnostics outlet monitor temperature (t1) was 85.8f, outlet control temperature (t2) was 85.8f, inlet temperature (t3) was 86f, chiller temperature (t4) was 39.4f, circulation pump command (cpc) was 62 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0 percentage, system hours were 6,039, and pump hours were 5,287. Informed nurse it appears to be a failed mixing pump. Informed nurse to send this device to biomed labeled not cooling and swap to a new device. Encouraged nurse to call back with any issues. Per smx wo response from bd representative who spoke with biomed, they plan to send this one in for 2000-hour service under wo (B)(4). The device will not be evaluated onsite per review of wo on 08apr2025, circulation pump flowmeter was replaced for low readings.